Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in a nursing home and refused food, water and medication. On (B)(6) 2016, the customer's blood glucose was getting low. The paramedics were called and the customer was hospitalized on (B)(6) 2016 due to having fever and being incoherent. When the customer got to the hospital, he was told that he had pneumonia and urinary tract infection. The customer was given three antibiotics. The caller stated that the customer's kidneys had started to shut down and his lungs were filling with fluid. The caller stated that the customer passed away on (B)(6) 2016. The cause of death was pneumonia in both lungs. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of death; it had been removed by the doctors for unknown reasons. The caller did not know how long the device had been disconnected. The customer did not use sensors. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had a scratched case and cracked reservoir tube lip. The insulin pump did not have a battery installed when received. Data analysis: (B)(6) 2016 daily insulin total = 39.750u, (B)(6) 2016 daily insulin total = 26.550u, 01/10/16 daily insulin total = 26.550u, 01/11/16 daily insulin total = 26.550u, (B)(6) 2016 daily insulin total = 26.550u, (B)(6) 2016 daily insulin total = 26.550u and (B)(6) 2016 daily insulin total = 26.550u.